Manufacturer narrative:
Follow-up #1: date of submission 03/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/05/2014 with the following findings: pump has a crack in the battery compartment. The crack is on the back of the pump starting from the top of the battery compartment. During testing, the contrast button was found to be intermittent. With the keypad removed contamination was found underneath the contacts of the up and contrast button. The down and ok buttons were clean. Unrelated to the complaint, when pump is booted, display is a dim red color. When pump display is replaced with a test display the color/contrast variance is fixed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue: crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.